Manufacturer narrative:
The pump was not returned for analysis as it remains implanted. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a controller power up and motor start event on (B)(6) 2015 at 19:18:49 and 19:18:55 respectively. Prior to the loss of power, a battery was connected to power port one (1) with 25% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 89% rsoc. Data files points towards a communication issue between the controller and the battery connected to power port 1, as the controller was unable to record the battery's serial number. Based on log file analysis, the patient may have been without power for up to an hour and 20 minutes. No issues, other than the communication anomaly between the controller and battery connected to power port 1, was observed. Analysis of the controller revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to the "no power" alarm not sounding. Supplemental testing revealed that voltage readings pertaining to the cells of the internal nimh battery were registering below specification. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the inability of the controller to sound the "no power" alarm can be attributed to a faulty internal nimh battery. The most likely root cause of the reported loss of power may be due to an unintentional double disconnect of both power sources. Additional system component being reported for this event: lvad pump-(B)(4)- expiration date: 01-31-20216. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Log file analysis review date: (B)(6) 2015, dated through (B)(6) 2015: normal power consumption. Additional notes: there were no vad disconnect alarms recorded. However, there was a double power disconnect on (B)(6) 2015 at 19:18:49 indicating both power sources were disconnected. Unfortunately, we cannot determine how long the pump off time was. Based on the data gap in the log files we can estimate that the pump off time was less than ~ 1 hour 15 min. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced a double power disconnect. The patient followed the patient manual instructions for changing power sources. He did not disconnect from both power sources at the same time. The controller "disconnected itself from both power sources". There was no audible alarm. Log files review was performed by the site and the pump off time was estimated to be less than one hour and fifteen minutes. The controller was later exchanged by the medical doctor. Investigation is ongoing.